Event description:
A customer reported that the system turned off on its own during a vitrectomy procedure. After a more than 15 minute delay, the procedure was completed with no harm to the pt.

Manufacturer narrative:
A review of the service report indicates the system shuts down on its own. The company rep examined the system. The company rep cleaned the air filter and the air pathways. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate of confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).